Event description:
"The datascope iabp did not function following attachment to a femorally inserted intra-aortic catheter during an emergent percutaneous transluminal coronary angioplasty/cardiac catheterization procedure. Position of the catheter was verified under fluoroscopy, but when the catheter was hooked up to the pump, it failed to trigger the pump. EKG leads, pressure line transducer, and position of the balloon were assessed. ECG and pressure triggers were attempted but the pump failed to recognize the trigger."

Manufacturer narrative:
The customer, (B)(6), has requested the evaluation of the unit via a letter dated (B)(4) 2009. Datascope has agreed to evaluate the unit and will report the results of the evaluation as soon as the evaluation is completed.